Event description:
An engineering investigation was initiated for product therapy "pcb" assembly failures that occurred during the manufacturing process. The failures were determined, the result of improper solder on the leads of the pacer processor socket. If the failure were to occur during pot use, the device may not deliver pacing therapy. There have been no reports of this failure from distributed product.